Event description:
It was reported that the patient presented for a routine implant. It was noted that the physician was unable to deploy the helix. Following a couple of attempts, lead failure was suspected and the lead was exchanged. The patient was stable.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. X-ray examination of the lead found overtorque of the inner coil consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be retracted and extended, and helix extension length met specification. The cause of the reported event was isolated to the helix clogged with dried blood/tissue and overtorqued of the inner coil.